Event description:
Please see section h10 for investigation results.

Manufacturer narrative:
The investigation of the returned catheter found kinks at 39cm, 51cm, 52cm, 111cm, and 124cm from the strain relief; furthermore, the distal end of the catheter was found to be flattened/collapsed, which is consistent with the alleged product issue. However, no part of the catheter was missing. The damage to the distal end of the catheter is consistent with the device experiencing forces over specification during aspiration and buckling at the gap in the ring of the marker band. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinks, but the kinks are consistent with the device experiencing forces over specification. Two procedure images were provided for review. The two images are a non-subtracted, single shot skull radiographs without contrast, in ap and lateral. A sofia catheter can be seen with its tip in the right mid m1 mca segment. The distal sofia normally round distal metallic marker is deformed/ovalized/flattened. The appearance matches that of the damage observed on the returned physical catheter. These images confirm the complaint, but do not explain why the problem occurred.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during an embolization procedure, the tip of the ring broke, and the end of the catheter collapsed. The ring was captured in the sofia catheter, and not inside of the patient. There was no injury to the patient reported.